Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 23 mm aortic bioprosthetic valve, it was explanted and replaced with a valve of the same model and size. The reason for the replacement was reported as the suture ring was too large to be implanted accurately during the valve implanting process after the thread had been placed. It was stated that it was replaced in order to avoid subsequent patient-prosthesis mismatch (ppm). It was noted that the valve size had been correctly measured. No additional adverse patient effects were reported.